Event description:
It was reported to covidien on (B)(6) 2014 that the customer had an issue with an scd controller. The unit was returned to a local covidien service center and a service technician found that the power cord had exposed cooper wires.

Manufacturer narrative:
Submit date: 1/06/20. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). A review of information in the complaint file indicates this investigation was performed by a covidien (B)(4) service center for the reported condition of: the unit was returned to a local covidien service center and a service technician found that the power cord had exposed cooper wires.; therefore, this report will be based on information provided by the service center. The picture in the complaint file shows the power cord failed to meet operational specifications because the power cable was cut exposing the inner copper conductors, which is an electrical safety hazard to the user and confirms the reported condition. The root cause of the failure was due to rough handling. The power cord needs to be replaced to correct the problem. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The device history record was reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The service history records for this unit are maintained by the local service center. This information will be utilized for trending purposes to determine the need for corrective action.